Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer stated that she was not getting any insulin and she got bend cannula. Customer declined troubleshooting for the insulin pump as she thinks that it was an issue with the cannula that was bent. The device will not be returned for analysis.